Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture.

Event description:
Patient reported right side "had hardness in the right breast and pain, and then in follow-up, [¿] reported capsular contracture" and " patient also knows about the recall of prostheses." Device remains implanted.

Event description:
Seroma and rupture were reported as per ultrasound. Device has been explanted and replaced.

Manufacturer narrative:
Visual analysis: device photograph(s) for the device related to the reported event rupture/ capsular contracture/anxiety-product-procedure/seroma-late was reviewed on 08-may-23. Visual analysis of the photos identified: - rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. - capsular contracture: unable to observe as it is a medical event that is not related to the device. - anxiety-product-procedure: unable to observe as it is a medical event that is not related to the device. - seroma-late: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided. Additional observations: - red particles on the surface of the shell.

Event description:
Patient reported right side "had had hardness in the right breast and pain, and then in follow-up, [¿] reported capsular contracture" baker grade IV and " patient also knows about the recall of prostheses." Patient later reported "subcapsular fluid" and "small rupture" via us record. Seroma and rupture were reported as per ultrasound. Device has been explanted and replaced.